Event description:
The customer received a control result of 20 mg/dl on his contour meter. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.